Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that their implantable neurostimulator (ins) would not keep a charge, and that it had slipped and was sitting sideways. Both issues were noted to have occurred six months prior to report. There was no related fall or trauma. They stated that they were working with their doctor about a possible replacement of the ins. There were no related patient symptoms reported, and the indication for use was complex regional pain syndrome type 1.

Event description:
Additional information received reported the patient no longer had the manufacturer&#38112;ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.